Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint passed through the friction lock, the smart coil was able to advance through its introducer sheath without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the colonial artery using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, the physician placed four smart coils in the target vessel using the microcatheter. While attempting to advance the next smart coil into the microcatheter, the smart coil was stuck within its introducer sheath and would not advance. Therefore, the smart coil was removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.